Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a hypoglycemic event on (B)(6) 2016. The patient stated he passed out on his way to the kitchen after the receiver alerted low. The patient was unable to correct his sugar level because he became incoherent. The patient's girlfriend called 911 for medical intervention. When the paramedics arrived the continuous glucose monitor (cgm) read 40mg/dl and the medic's bg reading was 20mg/dl. The paramedics treated the patient with a glucose shot and glucose gels. Once patient's blood glucose (bg) was stable the medics left him at home. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.